Event description:
A malfunction alarm occurred, identified as "malf 12." There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the issue did not reoccur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappears.